Event description:
It was reported that during a procedure on (B)(6) 2022, the ipg was unable to communicate with external devices, and the physician believed the ipg to be damaged. In turn, the ipg was explanted and replaced during the procedure, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.